Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator. The reason for the call was that the pt rep reported that the ins battery depleted in less than 24 hours. Pt rep stated that they were informed by their rep that the ins could last up to 24 hours and possibly beyond 48 hours. Patient representative also mentioned that they charged the ins last night, but it was depleted again by this morning. Pt rep stated they started charging the ins around 10:30 am, and it took until 1:30 pm to fully charge, but currently the battery was only half charged. Agent walked the patient representative through the process of recharging the ins. Pt rep confirmed that the ins was at 40% and recharging with a good connection, noting that they always get a good connection whenever they charge the ins. Pt rep also confirmed there was slight swelling at the implant site. Agent reviewed the information and redirected the patient representative to their healthcare provider (hcp) to address the rapid ins battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported that the swelling was due to the implantable neurostimulator (ins) site healing. They reported a manufacturer representative (rep) adjusted the settings and this resolved the issue of their battery depleting faster. The issue was resolved.